Manufacturer narrative:
Bayer case number: (B)(4) persistent pelvic pain [pelvic pain female] , essures broke [device breakage], abnormally heavy periods (menorrhagia) [menorrhagia], intense and debilitating uterine cramps [uterine cramps], functional bowel syndrome [functional bowel syndrome], frequent migraines [migraine] , concentration impaired [concentration impaired] , persistent chronic tiredness [tiredness] , diffuse joint pain [joint pain] , chronic back pain radiating to the legs [back pain (with radiation)] , severe depression [depression] , frequent mood swings [mood swings] , marked drop in libido [libido decreased], unexplained weight gain [weight gain] , ankylosing spondylitis [ankylosing spondylitis] , nickel allergy [nickel allergy] , adenomyosis [adenomyosis] . Case narrative: the below report was received by health authority ansm (reference number: (B)(4) on 02-jul-2025. The most recent information was received on 17-jul-2025. This spontaneous case was originally reported by a consumer and describes the occurrence of pelvic pain ("persistent pelvic pain") and device breakage ("essures broke") in a 33-year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2010 she experienced pelvic pain (seriousness criterion intervention required), heavy menstrual bleeding ("abnormally heavy periods (menorrhagia)"), uterine spasm ("intense and debilitating uterine cramps"), functional gastrointestinal disorder ("functional bowel syndrome"), migraine ("frequent migraines"), disturbance in attention ("concentration impaired"), fatigue ("persistent chronic tiredness"), arthralgia ("diffuse joint pain"), back pain ("chronic back pain radiating to the legs"), depression ("severe depression"), mood swings ("frequent mood swings") and libido decreased ("marked drop in libido") and was found to have weight increased ("unexplained weight gain"). Essure was removed on (B)(6) 2018. On unknown date she experienced device breakage (seriousness criterion intervention required), ankylosing spondylitis (" ankylosing spondylitis"), allergy to metals ("nickel allergy") and adenomyosis ("adenomyosis"). The patient was treated with surgery (bilateral salpingectomy with resection of the uterine horn and total hysterectomy). At the time of the report, the ankylosing spondylitis, allergy to metals and adenomyosis had not resolved. The outcomes for pelvic pain, device breakage, heavy menstrual bleeding, uterine spasm, functional gastrointestinal disorder, migraine, disturbance in attention, fatigue, arthralgia, back pain, depression, mood swings, libido decreased and weight increased were unknown. No causality assessment was received for essure with regard to pelvic pain, heavy menstrual bleeding, uterine spasm, functional gastrointestinal disorder, migraine, disturbance in attention, fatigue, arthralgia, back pain, depression, mood swings, libido decreased, weight increased, device breakage, ankylosing spondylitis, allergy to metals or adenomyosis. The reporter commented: after the insertion of the essure implants, I gradually developed many symptoms that significantly affected my health and quality of life: I had to have a bilateral salpingectomy with resection of the uterine horn, but the essures broke and the symptoms worsened = a second surgery: total hysterectomy following this, I developed ankylosing spondylitis, adenomyosis and a nickel allergy was detected. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 70 kg. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 17-jul-2025: quality safety evaluation of product technical complaint. Case comments: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.

Event description:
Bayer case number: (B)(4) persistent pelvic pain [pelvic pain female] , essures broke [device breakage], abnormally heavy periods (menorrhagia) [menorrhagia], intense and debilitating uterine cramps [uterine cramps] , functional bowel syndrome [functional bowel syndrome] , frequent migraines [migraine] , concentration impaired [concentration impaired] , persistent chronic tiredness [tiredness] , diffuse joint pain [joint pain] , chronic back pain radiating to the legs [back pain (with radiation)] , severe depression [depression] , frequent mood swings [mood swings], marked drop in libido [libido decreased] , unexplained weight gain [weight gain] , ankylosing spondylitis [ankylosing spondylitis] , nickel allergy [nickel allergy], adenomyosis [adenomyosis] . Case narrative: the below report was received by health authority ansm (reference number: (B)(4) on 02-jul-2025. This spontaneous case was originally reported by a consumer and describes the occurrence of device breakage ("essures broke") in a 33-year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2009, the patient had essure inserted. In april 2010 she experienced pelvic pain ("persistent pelvic pain"), heavy menstrual bleeding ("abnormally heavy periods (menorrhagia)"), uterine spasm ("intense and debilitating uterine cramps"), functional gastrointestinal disorder ("functional bowel syndrome"), migraine ("frequent migraines"), disturbance in attention ("concentration impaired"), fatigue ("persistent chronic tiredness"), arthralgia ("diffuse joint pain"), back pain ("chronic back pain radiating to the legs"), depression ("severe depression"), mood swings ("frequent mood swings") and libido decreased ("marked drop in libido") and was found to have weight increased ("unexplained weight gain"). Essure was removed on (B)(6) 2018. On unknown date she experienced device breakage (seriousness criterion intervention required), ankylosing spondylitis (" ankylosing spondylitis"), allergy to metals ("nickel allergy") and adenomyosis ("adenomyosis"). The patient was treated with surgery (bilateral salpingectomy with resection of the uterine horn and total hysterectomy). At the time of the report, the ankylosing spondylitis, allergy to metals and adenomyosis had not resolved. The outcomes for pelvic pain, device breakage, heavy menstrual bleeding, uterine spasm, functional gastrointestinal disorder, migraine, disturbance in attention, fatigue, arthralgia, back pain, depression, mood swings, libido decreased and weight increased were unknown. No causality assessment was received for essure with regard to pelvic pain, heavy menstrual bleeding, uterine spasm, functional gastrointestinal disorder, migraine, disturbance in attention, fatigue, arthralgia, back pain, depression, mood swings, libido decreased, weight increased, device breakage, ankylosing spondylitis, allergy to metals or adenomyosis. The reporter commented: after the insertion of the essure implants, I gradually developed many symptoms that significantly affected my health and quality of life: I had to have a bilateral salpingectomy with resection of the uterine horn, but the essures broke and the symptoms worsened = a second surgery: total hysterectomy following this, I developed ankylosing spondylitis, adenomyosis and a nickel allergy was detected. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 70 kg. Case comments: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.